Event description:
The following has been reported: biomed reports- pump problem - red alarm comes on once pump turns on states "service needed". No report of patient harm or any active infusion being stopped. Preliminary evaluation of the logs showed the following: pneumatic valve actuation failure (valve 4). An active infusion was not stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 4 and 6. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.